Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they went longer than a month to charge the implant and they need to charge the implant to use the therapy. Patient stated manufacturer helped once before to get the implant going again. Patient reported they are getting the same message as they did before for possible overdischarge. Patient reported the implant is not keeping a charge like it use to and they will be getting a replacement implant soon. The patient was redirected to their healthcare provider (hcp) to further address the issue. No symptoms/patient complications reported.